Event description:
A 59 year old male patient was admitted for fever of unknown origin. On 8/21/94 a #16 french foley catheter was inserted. The nurse was unable to completely inflate the balloon, and was unable to deflate the balloon to remove the catheter. The catheter was removed with the balloon inflated per physician's instructions. Physician evaluation later revealed tears in uretha resulting in pain and bleeding. No surgica intervention necessary.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.